Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 411 mg/dl at the time of incident and the current blood glucose level was 351 mg/dl. The customer was declined to troubleshooting. The customer was trying to upload the insulin pump to carelink and get a report. The insulin pump will not be returned for analysis.